Manufacturer narrative:
The pod arrived fully deployed, with the slide insert visible through the top housing window and the soft cannula visible through the bottom housing window. Inspection of the pod download data revealed that the pod had successfully completed priming had delivered boluses. An 0x1c alarm was generated by the device, which was confirmed to have run for 80 hours. Inspection of the needle mechanism revealed no issues, damages, or deficiencies. No problems were found with the functionality of the device.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.